Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the device¿s component was disengaged when the surgeon began to manipulate the gun. As stated, the yellow piece where the staples are was released. There was no patient injury.